Event description:
Device malfunction: failure to deploy suture (device #2). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis/vessel arterial damage. It was reported that a physician using the pre-close technique attempted arteriotomy closure of the common femoral artery using a prostar xl device before an interventional procedure. Reportedly, there was no blood from the marker lumen to indicate the device was properly positioned in the vessel. The physician unlocked the hub and rotated the barrel to try and expand the tissue tract; however, there was still no blood from the marker lumen. The device was removed and a second prostar xl device was used unsuccessfully, as the needles failed to capture the artery wall and the device was removed. It is believed that the barrel of the first device caused some damage to the artery. The common femoral arteriotomy was sutured to achieve hemostasis. Reportedly, the pt was very slim and the common femoral artery was very superficial. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Device #1 - prostar xl (part# 12322-02, lot # unk), is being filed under medwatch report # 2953144-2009-01312.